Event description:
Received report that a primary set leaked from a hole in the silicone segment just below the upper fitment. There was no pt harm and no medical intervention was required. Customer states that no further pt or event info is available.

Manufacturer narrative:
(B)(4). A failure investigation could not be performed. The customer reports that the set was discarded. Unable to determine root cause of the reported problem.